Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the caller was seeing if the return of symptoms could be related to the battery in the ins being at 2.59v. Caller stated the ins battery level now was 2.58v. It was noted that the patient had a fall and broke their hip, as well as had a slight return of dementia due to the medication. The caller stated the patient then went to rehab and due to medication changes had a slight return of dementia. Caller stated that the patient had a return of tremor and stated the tremor was worse. Caller stated that the patient had started being really confused and disoriented. There were no further complications reported.